Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that this event took place during a procedure, though the procedure type was unknown. The initial reporter could only confirm that the event date was 9/7/22 and there was no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty emergency lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The emergency lamp had experienced an internal failure, which was causing the reported error code. Additionally, the light guide connection was compromised. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite xenon light source was presenting an e207 error code during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.